Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 20-feb-2018, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. The customer had cleaned up the dropped test cups and fse had the customer perform a version up and to recycle power to the analyzer. Fse requested the customer track the status of the instrument and provide update back to fse. On 21-feb-2018, fse called the customer to check on status of the instrument after providing directions the previous day. Per customer, the instrument had run all the previous day and all today with no errors or issues. The customer stated the errors cleared, no more grinding noise, and the g8 instrument is functioning as intended. Customer ran quality controls and patient samples; all results passed within acceptable range. No further actions required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 19-jan-2017 through aware date (B)(6) 2018. There was one (1) similar complaint identified during the searched period. The aia-2000 operator's manual under appendix 4: error messages states messages: 2151 is hybrid arm /cup transfer cup pickup failure. This error message is generated when the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. The solution for the customer is to contact tosoh service center or local representatives. 4041 is sorter y-axis home detection failure. This error message is generated when the home sensor failed to activate after the sorter y-axis moved toward the home position. If retry fails, the measurement result will be flagged mechanical failure (mf flag). The solution for the customer is to contact tosoh service center or local representatives. 4293 is sample loader x1-axis home overrun. This error message is generated when the home sensor activated improperly after movement of the sample loader x1-axis. New measurement will not start. The solution for the customer is to remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. 6801 is no response received from slave 1. This error message is generated when slave 1 failed to respond within the designated time. The solution for the customer is if the problem occurs frequently following a cold start, contact tosoh service center or local representatives. The most probable cause of the reported issue was due to software corruption.

Event description:
On (B)(6) 2018, a customer reported the aia-2000 instrument is dropping test cups, getting grinding noise, and getting errors 2151 hybrid arm /cup transfer cup pickup failure, 4041 sorter y-axis home detection failure, 4292 sample loader x1-axis home overrun, and 6801 no response received from slave 1. Customer is unable to run luteinizing hormone (lh ii), follicle stimulating hormone (fsh), and beta human chorionic gonadotropin (bhcg) on patient samples. On 20-feb-2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh, lh ii, and bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction: updated catalog #.